Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Manufacturer narrative:
THE LOT NUMBER WAS REVIEWED FOR COMPLAINT TREND, NON-CONFORMING REPORT AND CAPA. DEVICES MET SPECIFICATION PRIOR TO RELEASE. NO TRENDS WERE NOTED FOR COMPLAINTS AND THERE WERE NO NON-CONFORMING REPORTS OR CAPAS THAT WERE CONFIRMED IN VEEVA TO BE ASSOCIATED.

Event description:
ACCORDING TO THE AVAILABLE INFORMATION, THE DEVICE WAS EXPLANTED AND REPLACED DUE TO A TUBING LEAK.

Manufacturer narrative:
Titan Touch Pump and Cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with Cylinder 1 or Cylinder 2.The information received indicated the device tubing leaked, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and CAPAs revealed no trends for this lot.